Event description:
It was reported that there was an event with this fiber which resulted in moderate harm. Boston scientific has been unable to obtain additional information regarding the event despite good faith efforts.

Event description:
It was reported during procedure, the fiber broke at the tip. A basket was used to retrieve the broken fiber tip. An additional device was used to continue the procedure.

Event description:
It was reported during procedure, the fiber broke at the tip. A basket was used to retrieve the broken fiber tip.